Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller log files associated with the event captured in (B)(4) confirmed reported double disconnect event on (B)(6) 2016. One controller power-up and associated pump start event was logged on (B)(6) 2016 at 02:19:40, indicating a loss of power to the controller. Data point prior revealed that controller was powered by ac (power source 2) and (B)(4) was connected to power source 1. Data point after controller power up, indicates that ac was still on power source 2 while (B)(4) had been replaced by (B)(4) on power source 1. Based on logged data, pump off time may have been any time between 5 and 20 minutes. Analysis of the device could not be performed since the device was not returned for evaluation. The most likely root cause of the power loss event can be attributed to a double disconnect of power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that patient was found on friday night at 2:00 am with both power sources disconnected. Patient was unconscious and had to be reanimated. Power pump stopped and patient was hospitalized. No power alarms were recognized. Patient is now on ICU in an infaust condition. Controller was exchanged and patient remains in the hospital. Investigation in ongoing.

Manufacturer narrative:
The reported event of a double disconnect was confirmed on the returned controller, (B)(4). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller log files associated with the event captured in this case confirmed the reported double disconnect event on (B)(6) 2016. One controller power-up and associated pump start event was logged on (B)(6) 2016 at 02:19:40, indicating a loss of power to the controller. Data point prior revealed that controller was powered by ac (power source 2) and (B)(4) was connected to power source 1. Data point after controller power up, indicates that ac was still on power source 2 while (B)(4) had been replaced by (B)(4) on power source 1. Based on logged data, pump off time may have been any time between 5 and 20 minutes. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was exposed to a temperature of 40oc for approximately 180 minutes. After 180 minutes, the controller was disconnected from both external power sources. The "no power" alarm activated and met specifications for duration and volume. The reported absence of a no power alarm could not be duplicated at the bench level. The most likely root cause of the power loss event can be attributed to a double disconnect of power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery.

Event description:
Additional information received on (B)(6) 2016 indicated that the patient expired. No additional information provided.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: concomitant medical products, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. The reported event of a double disconnect was confirmed on the returned controller, (B)(4). Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. A review of the controller log files associated with the event captured in (B)(4) confirmed reported double disconnect event on (B)(6) 2016. One controller power-up and associated pump start event was logged on (B)(6) 2016 at 02:19:40, indicating a loss of power to the controller. The data point prior to the loss of power revealed that the controller was connected to battery (B)(4) on power port 1 and a controller ac adapter on power port 2 of the controller. Once the controller was powered up at 02:19:40, a data point was recorded 15 minutes later at 02:34:38. The data point after the controller power up revealed that a controller ac adapter was connected to power port 2 and that (B)(4) on power port 1 was replaced with (B)(4). Based on logged data, pump off time may have been any time between 5 and 20 minutes. Analysis of (B)(4) revealed that the device passed visual examination and functional testing. The controller was exposed to a temperature of 40 oc for approximately 180 minutes. After 180 minutes, the controller was disconnected from both external power sources. The "no power" alarm activated and met specifications for duration and volume. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation. The most likely root cause of the power loss event can be attributed to a double disconnect of power sources from the controller. The reported absence of a no power alarm could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Updated narrative: additional information received indicates that the patient's death on an unknown date was related to suicide. The site further reported that the patient's controller had been in use since his hvad implantation on (B)(6) 2015. No damage had been noted on the device. The controller had not been dropped and the user had not used excessive force when connecting his power sources. The patient's medical team believes that the event was unrelated to the hvad system, that the controller had been working well and that the patient had muted the alarms. Lastly, the site reported that the patient's cac adapters had been disposed and are not available for return to the manufacturer. Updated labeling: the hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), users are instructed to never disconnect both power sources at the same time since this will stop the pump. At least one power source must be connected at all times. Users are also warned to always keep a spare controller and fully charged spare batteries available at all times in the case of an emergency. The IFU further notes that patients with a fused aortic valve, an aortic valve that has been sewn shut due to aortic valve regurgitation, or patient with very poor ventricular function should be educated in the importance of having a backup controller readily available at all times including when changing power sources. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Death and psychiatric episodes are potential complications that may be associated with use of this product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.